Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing noise which led to pacing inhibition with greater than two seconds of asystole. The patient is pacemaker dependent and no noise was able to be reproduced in the clinic. No changes were made to the rv lead and it continues to remain implanted and in service. No adverse patient effects were reported.